Manufacturer narrative:
The customer complaint of the autopulse nxt platform (sn (B)(6) drawing down the band and not releasing, with the start and stop buttons not functioning on both sides of the platform was confirmed during the archive review and functional testing. The archive data indicated fault 1072 (fault_motor_stalled_runni) and the functional testing revealed that the spools were not at home position. The spools were adjusted back to the home position to address the reported complaint. During functional testing, it was confirmed that the start and stop buttons were non-functional because the band clips were not attached to the spools' band slots. To remedy the issue, the spools were set to the home position. Following the service, the platform was tested using the medium zoll test fixture (mztf) with several batteries until they were fully discharged without any faults or errors. The fault 1072 observed in the archive was not reproduced. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with sn (B)(6).

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
During the call, upon powering on, the autopulse nxt platform (sn (B)(6) immediately draws down the band and does not release, with the start and stop buttons not functioning on both sides of the platform. No alert lights were lit on the control panels. The crew immediately reverted to manual CPR. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead. Per the reporter, the patient's death was not related to the autopulse nxt platform.